Manufacturer narrative:
Lot number or product was not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation.

Event description:
Profound and permanent neurological injuries [nervous system disorder]. Severe and permanent physical injuries [injury]. Hypocupremia [copper deficiency]. Extensive nerve damage [nerve injury]. Loss of balance [balance disorder]. Tingling in hands, arms feet and legs [paraesthesia]. Numbness in hands, arms, feet and legs [hypoaesthesia]. Burning in hands, arms, feet and legs [burning sensation]. Pain in hands, arms, feet, and legs; unexplained pain in the extremities [pain in extremity]. Weakness in hands, arms, feet and legs [muscular weakness]. Nausea [nausea]. Dizziness [dizziness]. Difficulty standing [dysstasia]. Case description: an attorney reported that their client, a (B)(6) female, used fixodent denture adhesive, version unk cream and super poligrip denture adhesive from 2005 through (B)(6)-2010 and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries, hypocupremia, extensive nerve damage, loss of balance, tingling in hands, arms, feet and legs, numbness in hands, arms, feet and legs, burning in hands, arms, feet and legs, pain in hands, arms, feet, and legs; unexplained pain in the extremities, weakness in hands, arms, feet and legs, nausea, unexplained pain in the extremities, dizziness, difficulty standing. Treatment: medical care and treatment. The case outcome was not recovered/not resolved. No further info was provided.